Event description:
Patient presented to the physician with wound dehiscence at the neck incision site with the stimulation lead eroding through the wound. Physician brought the patient into the operating room, removed the eroded portion of the stimulation lead, irrigated the neck pocket, and closed. Postoperative antibiotics were prescribed.